Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Event description:
It was reported that approximately 48 months post-implant of a bifurcated device and suprarenal aortic extension; the patient's aneurysm grew and a distal type I endoleak was identified. A limb extension was placed, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes from the index procedure and CT report were provided and reviewed by clinical representative. Based on review of the operative notes, the patient presented for repair of an abdominal aneurysm on (B)(6) 2009. Based on review of available information, a root cause is unable to be determined. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.